Manufacturer narrative:
(B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The carefusion failure analysis lab received the involved sipap sensor valve pcba (printed circuit board assembly) and installed it in a known good unit. The reported issue of an "e30" error was duplicated, as well as an "e42" error indicating that the dump valve was not fully activating. Upon physical inspection, it was found that the solder on the board was cold. This was due to the board not being exposed to heat long enough during the manufacturing process and would cause the reported issue.

Event description:
The customer stated that this sipap unit was displaying an "e30" error message which is a fault code regarding a pressure sensor fault. The customer stated that this issue was detected during the pre-use check and there was no patient involvement.